Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a large volume folfusor. The device was filled with sodium chloride. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 60 ml of fluid in the bladder. Visual inspection identified a leak at the fillport upon removal of the fillport cap due to a white particle approximately 1.54 mm in length located under the checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy testing. The reported condition was verified. The cause of the particle underneath the checkband could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.